Event description:
Obtaining a blood glucose result of 326 mg/dl, while using the suspect device. Pt indicated that, 6 hours later, she experienced hypoglycemic symptoms (dizzy, weak, incoherent). Emergency medical services were reportedly summoned and, upon arrival, pt's blood glucose measured 93 mg/dl, on paramedics blood glucose monitor. Pt was reportedly transported to the hospital, where her blood glucose measured 83 mg/dl, on a hospital blood glucose monitor. No treatment was received. Pt indicated that she retested her blood glucose after being released from the emergency room, using the suspect device, and obtained a result of 200 mg/dl. Pt indicated that quality control tesitng had been performed on the system and the results fell outside of the acceptable range. Tech support requested the return of the suspect product and replacement product was shipped.